Event description:
It was reported that invalid data was indicated. The patient was undergoing radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated a data storage - data recording problem. The analyst indicated that the information that the patient was receiving radiation therapy and the parity error count of 8 is likely due to the effects of the radiation therapy.